Event description:
The peritoneal dialysis (pd) patient's wife reported that the patient was admitted to the hospital due to shortness of breath and pulmonary edema, and she requested a replacement liberty cycler. The patient's medical records were received and revealed that the patient was placed on pd and responded well in the hospital. Cxr confirmed the pulmonary vascular congestion.

Manufacturer narrative:
A clinical investigation was performed and concluded that the patient's physician documented that he fell the patient's cycler likely malfunctioned. The patient has a history of congestive heart failure. There is no documentation in the medical record that the product actually did malfunction or that there was any excessive volume drainage. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A simulated treatment was completed without any problems or alarms. The cycler passed all functional tests without any noted problems. Further evaluation found no device malfunctions that would have caused the reported dyspnea. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material and process controls were within specifications.